Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results for multiple assays from the cobas 8000 cobas e 602 module. The samples were repeated on another cobas e 602 analyzer. Of the data provided, only the some of the results for three patients were discrepant. Information concerning if the erroneous results were reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The expiration dates were requested but were not provided. The field service representative cleaned the system probes, replaced the reagent probe syringe assembly, and adjusted the positions of the reagent probe and bead mixer. Performance testing and qc was completed and was within specifications.